Event description:
It was reported that externalized conductor was observed via x-ray. Increased pacing lead impedance was noted. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.